Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/16/2025, a facility representative reported via (B)(4) that an ar-8916tl-011 torque-limiting handle wouldn¿t release the driver. A case was involved, and no patient was harmed.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the driver shaft stuck into the connection part of the torque handle. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error in using the mating part (manufactured in 2021) that caused the stuck failure.